Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including verifying user was using correct kit components; verifying user was washing parts according to instructions for use; verified user was using dry parts when pumping; verifying user was not washing or drying tubing on pump; verified no milk backup occurred; the customer stated she is boiling her kit components and washes after every use. The customer was sent a replacement pump and parts. The return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on 11/21/22, the customer indicated she developed clogged ducts first then the mastitis developed afterwards. She was prescribed cloxacillin and the mastitis is currently resolved. The device was returned with the customer's parts and accessories and was evaluated on 11/30/22. The device was tested with the customer's kit (connectors, membranes and tubing) and the issue of low/no suction was reproduced. The device was tested with a lab kit (connectors, membranes and tubing) and the issue of low/no suction was not reproduced. There was milk residue found on the connectors and membranes of the customer's kit. After cleaning the customer's kit the device still had low suction. Also found during the investigation was the customer's tubing is leaking. Based on the results of our internal investigation (reference number (B)(4)),it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as (B)(4). In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However in this case, the mother¿s mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2022, the customer alleged to medela llc while using her pump in style maxflow the vibration was painful and she was unable to fully express her human milk. The customer also alleged she developed mastitis and was prescribed an antibiotic to treat it.